Event description:
It was reported that the rv lead was capped one day following device changeout after high lead impedance greater than 4000 ohms was observed. It was noted that there was a svc coil fracture. No patient complications were reported as a result of this event.